Manufacturer narrative:
During follow up, it was confirmed that the incident occurred during a weight test and no patient was involved. It was reported after the weight cart was put on the slingbar and picked up about 1" off the ground, the slingbar hook snapped. The slingbar was replaced for the customer. Universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. Although there was no patient involvement and the incident occurred during testing, if the reported event were to recur, it could lead to serious injury or death therefore, baxter is reporting this event.

Event description:
A other health care professional contacted technical service to report that the universal slingb 450 qrh, had an issue, when installers were preforming a weight test of a system, when attempting to pick up the 550lb load the sling bar broke. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.